Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system controller is unable to fluoro. A review of the system log file showed that the results of the filament test were shared with the national support specialist (nss) engineer. After the inspection, the high voltage unit was bad, and after troubleshooting showed replacing the x-ray tube, fse replaced the x-ray tube. After the replacement of the x-ray tube, the system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system will expose for one second but will not fluoro. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the system log files and identified a possible problem with the high voltage unit (hivo). The fse replaced the hivo and performed tube adaption. This caused tube arching errors. The fse review the error logs and suspected a tube failure. The tube was replaced and the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.